Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the patient with this implantable cardioverter defibrillator (ICD) experienced no complications during implanted. However, a short time later, the patient was noted to have a tension pneumothorax. The physician believes this to be due to the subclavian stick.